Manufacturer narrative:
(B)(4) plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from under the header end cap of the dialyzer onto the floor. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 200cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.